Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the picture of the customer's report was provided. Review of the picture shows a black shorting plug, that is not included in the r series bill of materials, with damage and fragments missing. The broken fragements became stuck in the multifunction cable and prevented a connection with the pads connector. The damage occurred from the customer connecting and disconnecting the r series multifunction cable to an incorrect test plug for the r series. The r series device is designed with a built in test connector on the side of the unit and is not intended to be used with the black shorting plug used on or modified from other devices. The customer confirmed that they removed the broken pieces from the mutlifunction cable and everything has been functional. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old female patient, the multifunction cable was unable to connect to the electrode pads, causing delay of therapy to the patient. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.